Event description:
On (B)(6) 2012, beckman coulter warehouse in (B)(6) reported that they received one kit of total/direct bilirubin calibrator that leaked due to breakage upon receipt. It was determined that the cause of the leak was a broken ampule. 3 out of 10 ampules were broken with a total volume of 3 ml. No injury was reported and the material handler was wearing safety glasses and gloves. It was decided that an MDR should be filed because the calibrator contains material of human and animal origins that may be potentially infectious, and upon recur, serious injury could occur.

Manufacturer narrative:
(B)(4).